Event description:
Device was evaluated on the (B)(6) 2018: no kink was present. File is being reported based on the FDA MDR malfunction precedence "difficult advancement." Doctor wanted to insert clso-7-5 into the cbd. While the nurse tried to insert the guide wire into the stent, but they found that the surface of the stent was rough.and stnet was slightly bent

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). 1. Device evaluation: 1 x clso-7-5 of unknown lot number was returned to cirl for an evaluation. It was in a used state and it was not returned in it¿s original packaging. 2. Lab evaluation: 1 x clso-7-5 of unknown lot number was returned to cirl for an evaluation on 3rd of december 2018 a further lab evaluation was performed on the 11th of january 2019 in summary the following results were observed in the lab evaluation. At the proximal end of stent, score mark was observed consistent with use of forceps by the physician to remove the device. A 0.035¿ wire guide passed through the stent without difficulties. 3. Root cause (possible): a definite root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory. A possible cause of score mark is the result of use of a forceps by the physician on removal of the stent. No forceps are used in the manufacturing process. 4. Documents review: a review of the manufacturing records for the clso-7-5 involved in this complaint could not be completed as the lot number was not provided. Prior to distribution, all clso-7-5 devices are subject to visual inspection and functional checks to ensure device integrity there is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc it should be noted that as per the instructions for use (ifu0045-6) step 4 the user is instructed to ¿advance guiding catheter* and/or pushing catheter in 1-2cm increments until stent is in the desired position¿. Contraindications section the user is advised that "an inability to pass wire or stent through the obstructed area" is contraindicated. On the (B)(6) 2018, additional questions were answered they confirmed the wire guide as metii-35-480 and it was not damaged prior to use. 5. Summary: the complaint is confirmed based on customer testimony. The patient didn¿t experience any adverse as result of the device failure and based on the information provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Information pertaining to manufacturer as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device was evaluated on the 03-dec-18: no kink was present. File is being reported based on the FDA MDR malfunction precedence "difficult advancement". Doctor wanted to insert clso-7-5 into the cbd. While the nurse tried to insert the guide wire into the stent, but they found that the surface of the stent was rough. And stnet was slightly bent.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported under the FDA MDR malfunction precedence "stent kinked/ bent" doctor wanted to insert clso-7-5 into the cbd. While the nurse tried to insert the guide wire into the stent, but they found that the surface of the stent was rough. And stent was slightly bent